Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Customer technical services guided trouble shooting resolved the issue. The ind flagged patient results were generated due to abnormally elevated hgh calibration curve rlus that were generated on the customers active calibration curve used to generate the ind flagged results.

Event description:
The customer reported that on (B)(6) 2012 two human growth hormone (who standard) (hgh2) no value results with instrument generated flags were generated on the access 2 immunoassay system for one patient sample. Beckman coulter inc. Customer technical services (cts) advised the customer to recalibrate the assay and rerun the sample. Repeat testing of the sample after recalibration produced a 'normal' patient result. The initial hgh2 no value results were not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Specific patient information and sample handling/collection information was not provided by the customer. The customer indicated that instrument hgh2 quality control results had recovered within the customer's established specification during the timeframe of the event. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that the calibrations curve dated (B)(6) 2011 showed increased relative light unit (rlu) values which caused the customer to obtain the ind flagged patient results. A system check performed prior to the event generated acceptable results.